Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation, the reported issue with angulation was confirmed; the bending section could not be activated in the down direction due to a cut in the angle wire. In addition, the bending angle in the up direction did not meet with specifications and the up/down directional knob had excess play. The bending angle and excess play were caused by a worn angle wire. Functional testing showed that the foreign material found did not allow for water to be fully removed from the cylinder. In addition, the image showed a flare due to a scratch on the objective lens. The image was also noisy due to damage to the charge coupled device. Visual examination found the following issues: the bending section cover was scratched; the bending section cover adhesive was cloudy, cracked and chipped; the objective lens was scratched; the adhesive around the objective lens had a cloudy area; the adhesive around the light guide lens had a cloudy area; the connector cover was dented; and the connecting tube was scratched and wrinkled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that evis lucera small intestinal videoscope had no angulation. The device was returned to olympus for evaluation. During evaluation, foreign material was found in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.